Event description:
It was reported that when a patient experiencing lightheadedness presented in-clinic for a follow-up, post-sensed t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were recommended.

Manufacturer narrative:
(B)(4).